Event description:
During a laparoscopic burch the pt was burned near the 355l trocar site. A cautery from another MFR had been used through the trocar. The hosp wanted to rule cut capacitative coupling and requested the trocar be analyzed. It was later discovered that the harmonic scalpel (unknown product code) was also used during the procedure. Clinical follow up: 3/11/1997 acknowledgement follow up letter sent to contact person. 3/24/1997 1115 courtesy call to hosp.the contact person is handling this issue. Follow up letter already sent to contact. 3/28/1997 1521 attempted contact with contact person - she is gone for the day will try monday...she stated she could not confirm whether the harmonic scalpel was used during the case. 3/3/97 the surgeon was performing a laparoscopic burch procedure. It was noted at the completion of the procedure related to a port through which bipolar cautery was used, there was some burning of the tissue. On further discussion with the surgeon, it appears that he had also been using the harmonic scalpel. It appeared that it was really not possible to obtain the injury in the manner described. This represents a situation as severe torque with harmonic scalpel and subsequent injury. The surgeon tend to agree. There is no permanent sequelar to the pt.